Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient presented to clinic with a recurrent driveline infection and was readmitted. Cultures were positive for staph aureus. No alarms were reported for the event. The patient was treated with cephalexin 500mg twice daily for 21 days. The pump functioned as intended.

Manufacturer narrative:
The report of a driveline infection could not be confirmed through this evaluation. It was communicated to the manufacturer that the patient was treated with cephalexin for several days and that the pump was functioning as intended. Although a root cause for this infection could not be determined, the patient remains ongoing on the vad, and no additional complaints have been reported at this time. A review of the device history records revealed no deviations from manufacturing or qa specifications. No further information is available at this time. The manufacturer is closing its file on this event.